Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to discomfort at the pocket site and charging issue. The patient was doing well postoperatively.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.